Event description:
Treatment of an avm. It was reported the patient was treated with 1.2cc of onyx 34 and followed by 2.9cc of onyx 18. The catheter then was pulled out for 4-5 minutes with no more force than normal. After the catheter was pulled out, angio showed part of avm had ruptured. A follow up CT scan showed rupture in the left temporal lobe. The pt's neurological status was fine. Seventy two hours post procedure, the pt has a massive 7cm hemorrhage. The patient was immediately taken to surgery and is currently monitoring. The pt's current status reported as "only following some left side commands and cannot talk". Same event as MDR# 2029214-2008-00327 & 2029214-2008-00328.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.